Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician was unable to completely remove the guidewire from the lead. The physician decided to cut it off and leave it inside the lead. It was noted that the lead's final numbers were within normal range and the presence of the guidewire did not seem to have an effect on the testing measurements. The lead remains in use. No patient complications have been reported as a result of this event.